Manufacturer narrative:
A steris service technician inspected and serviced the v-pro. Parts replaced were sent back for evaluation. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
Upon further review it was identified that the customer has been overloading the unit and/or processing incompatible materials. Steris continues to investigate this event; in the interim we will offer monthly preventive maintenance visits to this customer.

Event description:
The user facility reported a hospital employee complained of a burning sensation in her eyes and a strong smell from the v-pro 1 sterilizer. The employee went to a regularly scheduled eye doctor appointment when the doctor prescribed eye drops for her symptoms. She did not miss any time from work. The user facility reported she is fine and has no sustaining injuries.